Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced low blood glucose level and insulin pump had blank screen. The customer blood glucose value was 52 mg/dl at the time of the incident. The customer also experience low blood glucose value 80mg/dl,300mg/dl. Product will be returned device for analysis.